Manufacturer narrative:
No devices were returned to medtronic for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the navigation system is unable to receive scans from their imaging system. The imaging system was used to take two spins and both show nav tags, but neither automatically transferred to the navigation system. Attempted to push to the navigation system and the imaging system showed the transfer completed but the scan did not show up on the navigation system. Tried a new ethernet cable with no change. Reboot the imaging system and it was able to verify connection but the navigation system showed orange connection status and the scans were not able to be sent. Site decided to move forward with c-arm. It is unknown if there was a delay in the procedure, but there was no impact on patient outcome. The suspected likely cause was due to a damaged bulkhead.